Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
It was reported that the insulin pump has damage. Customer's blood glucose value was 9.2 mmol/l at the time of the incident. Customer will return device for analysis.